Event description:
The customer reported that the ventilator will not power on and has a battery error. The customer reported that the unit was in not use on patient.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 10june2018. The fse replaced the power management board and battery to address the reported problem. Failure analysis on the returned power management (pm) board shows that replacement of the shorted diode and the open diode d37 corrected the problem with this pm board. No other faults were identified.